Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient experienced a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during dwell four of four of peritoneal dialysis therapy. The breach was further described as; the patient disconnected and did not use a flexicap, then proceeded to reconnect to continue therapy. The technical service representative assisted the caregiver with ending therapy. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.